Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. It was reported that a skin reaction occurred. The sensor was inserted in the abdomen on (B)(6) 2021. The patient experienced discomfort during use from an infection at the insertion site. At the end of the ten-day sensor session the sensor was removed and the patient had an infection with redness, swelling, and inflammation at the site. He was seen by a physician at the hospital on (B)(6) 2021 and was treated with oral cefalexin for two weeks. At the time of report, the patient was doing fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced discomfort during use from an infection at the insertion site, which occurred ten days after the sensor had been inserted. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. No other specific symptoms were reported. He was seen by a physician the following day, was treated with oral cefalexin for two weeks, and was doing fine at the time of the report. No additional patient or event information is available.